Manufacturer narrative:
H6: investigation summary samples for this complaint were sent by the customer; however, we are unable to locate them at this time. A device history review was performed for reported lot 2110118, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to avoid damage on the product and reduce particles from generating. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that foreign matter was found between the bd plastipak¿ hypodermic luer-lok¿ syringe bore and plunger. The following information was provided by the initial reporter: "also, I have also been sent up a bd 10ml syringe with an object inside the bore, between the bore and plunger."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found between the bd plastipak¿ hypodermic luer-lok¿ syringe bore and plunger. The following information was provided by the initial reporter: "also, I have also been sent up a bd 10ml syringe with an object inside the bore, between the bore and plunger."